Manufacturer narrative:
Nevro is awaiting for the return of the device.

Event description:
It was reported to nevro that the insertion needle detached from the hub during a trial procedure. It occurred when the physician was removing the needle following lead placement. The physician was able to remove the insertion needle without incident. The trial was completed with no further report of complication.

Manufacturer narrative:
The needle hub was returned detached from the cannula. There were no defects found on the surface of the cannula body. High magnification was used to observe fracture surfaces. The inspection revealed insufficient solder material at the hub and cannula circumference. This issue has been addressed with the manufacturer and corrective action has been implemented. Review of the severity and occurrence rate for this type of event shows that the overall risk is within acceptable limits.